Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high, out of range pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.